Event description:
It was reported that the customer's insulin pump had unexpected alarms and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with cracked end cap, loose drive support disk, cracked case and scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.